Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was not working properly. Customer stated that she was entering her carbohydrates and the insulin pump numbers started to scroll up and down without input. Customer stated that her blood glucose was 215 mg/dl she went into shock and the paramedics were called to assist customer at home. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with intermittent button response. No unexpected numbers ramping during testing. Also received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.